Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Further information was provided and reported there was no incision enlargement or vitrectomy required. The patient was doing well post-operatively. The following section has been updated accordingly: section a2: age/date of birth: (B)(6) 1940. Section d10: device available for evaluation?: yes. Returned to manufacturer on: 08/26/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the za9003 lens was not returned in its original package. Visual inspection using magnification was performed to the returned sample. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material and material looks like body fluids were also observed on lens piece. Both haptics were observed distorted. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2020. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient being unhappy and complaining of blurry visual acuity (va), although the patient's post-operative (op) refraction was +0.75. The patient had prior lasik procedure. The replacement lens used is the same model but higher diopter (22.5). Post-exchange exam results have not been provided. No additional information was provided.